Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that several errors occurred associated with serial peripheral interface (spi) bus failures. The device was in use at the time of the event; however, there was no harm to the patient. The patient was switched to another ventilator. The event date was not specified, estimate used.